Event description:
It was reported that versacross connect access solution for faradrive was selected for pulse field ablation. During the procedure when attempt was made to insert the faradrive sheath into the versacross connect rf wire after the versacross rf wire was advanced, the sheath got stuck into the rf wire which made insertion difficult. Once all the device was removed from the body, snag was noted on the rf wire and a larger than normal bump on the proximal part was noted. Thus the rf wire was replaced. Additionally, the sheath dilator was also damaged because an attempt had been made to insert it forcibly. The sheath was also replaced. Once replaced, the procedure was completed successfully. No patient complication was reported. The device is not returning as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.